Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as the exact date was not provided. Device evaluated by manufacturer: returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen. The balloon was loosely folded. There was a longitudinal tear 2mm in length, 10mm from the tip of the device. Product analysis confirmed the reported event, as the device had a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The patient presented for coronary artery angioplasty. A 8mm x 2.50mm nc quantum apex balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as the exact date was not provided.

Event description:
It was reported that balloon rupture occurred. The patient presented for coronary artery angioplasty. A 8mm x 2.50mm nc quantum apex balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.